Manufacturer narrative:
Based on the limited amount of information provided to date, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Additional information has been requested. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided to davol by the patient's attorney: on (B)(6) 2008 - the patient was diagnosed with a cystocele and underwent repair of the cystocele with the implant of a bard/davol flat mesh as a vaginal sling as well as the implant of a non bard/davol monarc transvaginal tape sling. Per the operative report details, "the vaginal mucosa was sharply dissected off the bladder mucosa laterally up to the lateral vaginal wall bilaterally. Then, a "polypropylene" mesh (davol flat mesh) was cut to fit the defect. Using vicryl suture, the mesh was sutured to the arcus tendineus laterally supporting the bladder. This was carried out to the anterior vaginal area. Then through a small stab incision over each obturator fossa, the monarc transvaginal obturator transvaginal tape needles were inserted through the obturator fossa into the vaginal incision bilat." The attorney alleges unspecified adverse patient outcomes associated with use of device.